Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge field service engineer (fse) replaced the fiber optic cable. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the fiber optic cable was damaged during preventative maintenance (pm) performed by the getinge field service engineer (fse). There was no patient involvement, thus no adverse event was reported.